Event description:
This pt has an auditory brainstem implant that is not in use and only serves as a sleeper for the time being. The implant is just below the skin and does not have a magnet. The audiologist recently could not get telemetry or stimulate the device (4 years post-implantation). Integrity testing performed in 02/2006 confirmed failure of the implant. The surgeon will inform cochlear of his/her decision to either replace this device (should he/she remove it) or implant a new device on the contralateral side. A surgery has not been scheduled at this time.

Event description:
This pt has an auditory brainstem implant that is not in use and only serves as a sleeper for the time being. The implant is just below the skin and does not have a magnet. The audiologist recently could not get telemetry or stimulate the device (4 years post-implantation). Integrity testing performed in (B)(6) 2006 confirmed failure of the implant. The surgeon will inform cochlear of his/her decision to either replace this device (should he/she remove it) or implant a new device on the contralateral side. A surgery has not been scheduled at this time.